Event description:
On 01/27/2010, the lay user/patient contacted lifescan (lfs) alleging a battery contact issue with her onetouch ultra meter. The complaint was classified based on the customer service representative (csr) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient did not recall when the alleged issue began. The cca noted that the patient manages her diabetes with oral medication(s). Despite the alleged issue, the patient claimed she continued to take her pills as usual; however, "cut back" on foods and liquids. Approximately 1 week after the alleged issue started, the patient reported developing symptoms of feeling weak, sick to her stomach and sweats. On an unspecified date/time, the patient stated, she saw her physician during an office visit; however, denied receiving medical treatment. It is not known if the patient's blood glucose was tested at the time of the doctor's office visit. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.